Event description:
It was reported that after a supply change with the agent, the user observed a blood glucose value of 310 mg/dl while using the ilet and planned to eat and announce a meal due to upcoming tests. Customer care provided remote troubleshooting, including guidance to monitor glucose and call back if elevation persisted beyond 90 minutes. Investigation of this case revealed no device malfunction identified and no reproducible issue. Symptoms included hyperglycemia without associated acute complications. Outcomes included no alarms and no medical intervention or hospitalization. It was concluded that the event was hyperglycemia with an unclear cause and that the device was functioning as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.